Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A offset flex clamp broach hndl, part # 31-555408 from lot 599660, was returned and evaluated against the complaint. Visual inspection confirmed the strike plate to be fractured from the handle body. Impact marks were observed on the handle body and both sides of the strike plate. The surface of the handle body is scratched and scuffed. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was trying to remove a broach from the femoral canal by striking the handle back with the mallet, the strike plate broke off of the handle. No adverse events were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.